Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the infusion set slipped off the stem and the adhesive was sticking to his fingers. Customer stated that he was then unable to use it any further. Customer's blood glucose was 500 mg/dl at the time. Customer declined troubleshooting for the high blood glucose. Customer stated that it was time to change the set and it was not a pump issue. Customer was on the road and his blood glucose was just high. Customer's blood glucose came down to about 200 mg/dl.